Event description:
It was reported that the ilet pump¿s wake/sleep button on the user interface intermittently failed to respond several times per day, and a replacement device was provided while the original was requested for return. Symptoms included no reported adverse clinical effects. Outcomes included no impact to the user¿s health and no need for medical intervention or hospitalization. Investigation included a review of device history records, complaint trend analysis, and user support troubleshooting and education. Investigation of this case revealed no duplication of the failure in-house and no evidence of a systemic malfunction based on available information. It was concluded that the device exhibited an unconfirmed user interface button responsiveness issue with no patient harm and that continued monitoring is warranted pending device evaluation.